Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: chodor p et al. Impact of coronary artery disease on outcomes of severe aortic stenosis treatment with transcatheter aortic valve implantation. Progress in interventional cardiology. 2019; 15(2):167-175. Doi: 10.5114/aic.2019.84394. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of coronary artery disease on in-hospital and 1-year outcomes in patients who underwent transcatheter aortic valve implantation. All data were collected from a single center between november 2008 and december 2015. The study population included 142 patients (71 males, 71 females; mean age 77 years), 108 were implanted with medtronic corevalve (105) or evolut r (3) bioprosthetic valves. No serial numbers were provided. It was noted that 26, 29, 31, and 34 mm prosthesis sizes were used. Among all patients, the 30-day and 1-year mortality rates included: 10 patients and 28 patients, respectively. Multiple manufacturers were noted in the literature; based on the available information, medtronic product not directly associated with the deaths. Among all patients, adverse events included: stroke (disabling and non-disabling), valve-related dysfunction (mean aortic valve gradient more than or equal to 20 mm hg and/or moderate-severe prosthetic valve regurgitation), incorrect valve positioning, moderate-severe mitral and tricuspid regurgitation, life threatening hemorrhaging, major vascular complication, hospitalization for valve-related symptoms or worsening congestive heart failure, and ¿significantly¿ decreased left ventricular ejection fraction. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.